Event description:
It was reported that the patient presented to the surgeon's clinic with symptoms of pain in her right hip that had slowly developed over the course of three weeks, which had progressed to disabling pain. The xrays revealed loosening of the acetabular component. The patient was then scheduled for revision surgery.

Manufacturer narrative:
The implants were discarded by the hospital. A supplemental report will be submitted upon completion of the investigation.